Manufacturer narrative:
The complaint that the navigated pedicle screw was placed outside the pedicle was not confirmed. Based on the on-site investigation the c-arm was de-calibrated. It is possible that the de-calibration caused the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, a navigated pedicle screw was placed outside of the appendicle. The navigation system was used with images from a siemens arcadis orbic c-arm. The user facility was unable to provide any further information.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, a navigated pedicel screw was placed outside of the appendicle. The navigation system was used with images from a siemens arcadis orbic c-arm. The user facility was unable to provide any further information.